Manufacturer narrative:
A request was made to the facility to have the involved electrosurgical unit (esu) sent to erbe for an evaluation (i.e., a technical safety check). No anomalies were found in the device history record (DHR) of the generator. If the unit is evaluated and or problem is found that could have caused or contributed to the reported incident, a follow-up report will be filed. Due to the lack of information at this time, no determination could be made to the cause(s) of the reported incident.

Event description:
It was reported that a patient incident occurred with the erbe electrosurgical unit (esu/generator) during a polypectomy. No information was conveyed to erbe regarding the accessories used with the esu or the generator's settings. Nevertheless, when removing a pedunculated polyp, a cold snare occurred when a hot snare was expected. This caused more bleeding than normal. Therefore, the patient was kept a few hours for observation and then released.